Manufacturer narrative:
H3) the enclosure charger was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. Visual inspection confirmed dust in the charger enclosure and matted on the fans. It was cleaned and confirmed charger cards were seated properly. It was tested and the data results confirmed the current, voltage and temperature levels were within spec. No failure was found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the cable was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. The j6 connector pin one shows evidence of electrical overstress. The pin itself was misshapen and damaged, all other pins on j6 and battery connectors were serviceable. Continuity testing confirms all conductors are good. Damaged connector due to electrical overstress. Physical damage was observed. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(4) ; product ID: bi71000390, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the following parts were replaced: j6 cable, charger enclosure and the battery tray 1. A system checkout was performed and the system is working as intended. The battery tray was discarded at the site. The charger enclosure and the cable were returned for analysis and are under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while testing the system for a different case the manufacturer representative discovered that the j6 connector has a shorted out pin. No patient was present at the time of the event.